Manufacturer narrative:
Immucor laboratory in (B)(4) tested retention product on (B)(4) 2014 using anti-fyb reagent antiserum which performed as expected.

Event description:
On (B)(6) 2014, a (B)(6) customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) using a galileo echo instrument.